Manufacturer narrative:
D4: corrected d10: concomitant devices (B)(6) 200-02-41 - three peg patella 41mm (B)(6) 02-010-01-0240 - logic femoral ps cem left sz 4 (B)(6) 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t (B)(6) 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm h6: corrected the following: component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
D10: correction: concomitant devices: (B)(6) 204-04-44 - trapezoid tibial tray sz 4f/4t. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6) 200-02-41 - three peg patella 41mm.

Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak classic device on the right knee, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.